Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage candlesticks were cleaned and regreased, and filament and high voltage calibrations were performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitor became black during fluoro, and an overload fault in the error log was also reported. This error may cause the system to shut down. There is no report of injury or death associated with to event described in this complaint..